Event description:
Consumer complaint of blood result reading of "lo." Performed another blood test - same result of "lo." No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).